Event description:
Information received from maude report (B)(4) indicated: a male patient was admitted on (B)(6), 2013 for placement of a peg tube which was done successfully. A few hours following the procedure the patient experienced pain with medication administration. A fluoroscopic examination was done with injection of contrast media. This revealed there was extravasation and it was determined that the balloon had failed and had become intraperitoneal. The patient was brought to the operating room where a laparoscopic gastrostomy was performed with replacement of the gastrostomy tube to the same location.

Manufacturer narrative:
(B)(4).